Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces. No button error alarms were noted. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were working. It was stated that the insulin pump began to work again and delivered a bolus. Then, the insulin pump began to alarm no delivery. The customer's blood glucose level was 18.3 mmol/l. Nothing further was reported.